Manufacturer narrative:
Based on the claims against the product noting unexpected movement, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm 2 to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the universal surgical manipulator (usm) 2 started to move unexpectedly for a few moments, like a swing at the instrument tip. The customer was performing the procedure with all usms in line. An extreme position of the affected usm and a collision with other usms could be excluded. The procedure was completed with no patient harm and no delays. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting unexpected movement, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. The universal surgical manipulator (usm) was analyzed and was not able to replicate the issue. The logs recorded error 22021, which is pointing to grip calibration failure. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a pftp where it passed all tests. The complaint regarding unexpected movement was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.